Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just replaced the manifold harness after they stated it would fix the inlet pressure issue, the original issue was a pressure transducer and they stated manifold harness would fix the issue but that was not accurate, they needs a manifold assembly, discussing issue with customer service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just replaced the manifold harness after they stated it would fix the inlet pressure issue, the original issue was a pressure transducer and they stated manifold harness would fix the issue but that was not accurate, they needs a manifold assembly, discussing issue with customer service.